Manufacturer narrative:
The lot number or product samples were not provided by the reporter. Therefore, unable to proceed with lot check/batch retain testing or product investigation. Procter & gamble (p&g) is submitting this report only because it believes an event that meets the requirements of 21 cfr part 803 may have occurred. This does not mean that p&g believes the device manufactured by p&g may be defective or has malfunctioned, or that a tampax product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by p&g.

Event description:
Pain in vagina [vulvovaginal pain]. Case description: a consumer reported that her daughter, age unspecified, used the tampax tampon, version/absorbency/scent unk from a value pack, 1 application every 4 hours for 4 days, and was sent to the hospital with serious pain in her vagina. Her daughter has been in the hospital for almost 2 whole days now. The case outcome was not recovered/not resolved. No further info was provided.